Manufacturer narrative:
Concomitant product: product ID: 3889-28, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the healthcare provider had seen a few leads with random impedance issues. One time, testing showed high impedances at random times when all electrodes were seated well. The healthcare provider was able to program around the electrodes with high impedance, felt there was nothing wrong with the leads, and that the readings were in error. The healthcare provider was using new led lighting and might have been the issue. The patient was discharged without incident.